Event description:
It was reported that during a procedure, the console presented error codes 1103 (fiber identification failed. Please change fiber), 1015 (mains power warning) and 1301 (laser power too low). The patient was under general anesthesia, and there were no patient complications. The procedure was rescheduled. This event is being reported for aborted/cancelled procedure.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console. Disassembly and internal cleaning of the refrigeration module and the power supply were carried out. The rfid (radio frequency identification) card was changed. The laser console passed full functional and electrical safety testing. Based on the analysis results, the reported error message was confirmed as replacing the rfid card resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Correction to field d3. Manufacture name, address 1, city, state and zip/post code correction to field g1. MFR site facility name, address 1, city, zip/post code.

Event description:
It was reported that during a procedure, the console presented error codes 1103 (fiber identification failed. Please change fiber), 1015 (mains power warning) and 1301 (laser power too low). There were no patient complications. The procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.